Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to transmit wirelessly with the transmitters. The patient was asymptomatic and stable. No further information is available.

Event description:
Additional information received indicated that the patient was provided with the inductive wand and the device was able to read and transmit wirelessly.